Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported thrombus on the device occurred. In (B)(6) 2017 a left atrial appendage (laa) closure procedure was successfully performed. A 27 mm watchman ® laa closure device was implanted. The patient was discharged on warfarin and 81 mg asa. The patient returned for a transesophageal echocardiogram (tee) in (B)(6) 2017 which revealed thrombus on the device. The closure device was noted to have an excellent seal and its position was unchanged. The patient had followed the medication regime. She was supra-therapeutic the week before and was re-dosed. The patient was noted to have a labile international normalized ratio (inr) throughout this. Her inr at the time of the tee was 1.6. She was placed back on eliquis and will have another tee in (B)(6) 2017. No further patient complications were reported.